Event description:
It was reported that the pump was replaced because of the battery life. Per the reporter, the battery life ¿crept up on them without anyone knowing¿. Also per the reporter, during the pump replacement they did not plan on replacing the catheter; however, they saw that the catheter was clogged. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1, lot# n201724, implanted: 2009-(B)(6), product type accessory product ID 8709sc, lot# n201566030, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709sc, lot# n201566030, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that pump eri (elective replacement interval) on (B)(6) 2013, it was noted ¿normal with high daily output of the pump.¿ there were no symptoms reported. Catheter noted to be obstructed during replacement of the pump on (B)(6) 2013. Visit notes from (B)(6) 2013 reported that the incisions were well-healed. The patient could return back to normal activity. It was not reported what medication(s) were infused by the system at the time of the event.